Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported during prostate procedure two fibers failed due to fiber metallic hub faulty and shooting in the fiber axis and not lateral shooting. The first fiber failed at 170,000j and 15 mins of use. The second fiber failed at 78510j and 10 mins of use. The procedure was completed using third fiber at 451985j and 45 mins of use. The fiber tips (caps) of all three fibers were not cleaned during the procedure. There was no injury or consequences to the patient due to this event. This event is for second failed fiber.

Event description:
It was reported during prostate procedure, two fibers failed due to fiber metallic hub faulty and shooting in the fiber axis and not lateral shooting. The first fiber failed at 170,000j and 15 mins of use. The second fiber failed at 78510j and 10 mins of use. The procedure was completed using third fiber at 451985j and 45 mins of use. The fiber tips (caps) of all three fibers were not cleaned during the procedure. There was no injury or consequences to the patient due to this event. This event is for second failed fiber.